Manufacturer narrative:
(B)(4). Assumed the 1st day of month the complaint was reported. Batch # unk. User facility medwatch no. - mw#(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. - (B)(4).